Event description:
During product evaluation by a baxter service technician, an automix compounder required the replacement of a frayed umbilical cable. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be a frayed umbilical cable. This device is 510(k) exempt - (B)(4). The device's additional 510k number is k961008.